Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review showed lead integrity alert triggered. One - patient alert for lead failure predictor on (B)(6) 2011 15:38:51. Oversensing occurred. Two - ventricular nonsustained tachycardia (nst) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 and (B)(6) 2011. Interference/noise occurred. Ventricular short interval count (v-sic) episodes of 76.8 counts avg/day, in 22.26 days, occurred between (B)(6) 2011 09:57:06 and (B)(6) 2011 16:08:04. Analysis of the device and the two leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review showed lead integrity alert triggered one - patient alert for lead failure predictor on (B)(6) 2011 15:38:51. Oversensing occurred. Two - ventricular nonsustained tachycardia (nst) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 and (B)(6) 2011. Interference/noise occurred. Ventricular short interval count (v-sic) episodes of 76.8 counts avg/day, in 22.26 days, occurred between (B)(6) 2011 09:57:06 and (B)(6) 2011 16:08:04. Subsequently, the device was returned and analyzed and no anomalies were found. The set screw was loose/ detached. (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. The inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that there was oversensing on the right ventricular lead. The sensing integrity counter was elevated and a stored episode was captured with oversensing. It was additionally reported that the right ventricular lead "had chatter." The lead was explanted. During the replacement of the right ventricular lead, a lead was attempted, but not used, due to no sensing. Another lead was successfully implanted. Also, the device setscrew did not re-engage, so the device was explanted and replaced. No patient complications have been reported as a result of this event.